Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that during insertion in nephrology, the guide wire kinked. Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based upon the information provided and without a sample. No further action will be taken. MDR 1036844-2016-00126 was changed to no sample returned; investigation for sample was transferred to MDR 1036844-2016-00518.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. One .032" diameter guide wire, dilator, and cs-15122-f lidstock were returned. The customer also provided a photograph showing a bent guide wire. Visual examination revealed the guide wire was bent in the center of the guide wire body. A manual tug test confirmed that both welds remain intact and the wire feels typical. Microscopic examination confirmed that both welds appear full and spherical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 683 +/-4 mm. The guide wire length was measured at 683 mm and the outside diameter measured .796 mm, both met specifications. The returned dilator had a bend in the dilator body near the distal end. The guide wire was inserted through the dilator without resistance. Instruction booklet provided with cs-15122-f and cs-24703-e kits, describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. A device history record review was performed and did not reveal any manufacturing related issues. Based on these findings, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4) this report is for the second in a series of two consecutive issues with the guide wire. The first event has been reported under MDR# 1036844-2016-00124. Additionally, the clinician reported issues with the dilator in these cases. Those issues have been reported under MDR#s 1036844-2016-00125 & 1036844-2016-00127.

Event description:
It was reported that during insertion in nephrology, the guide wire kinked. As a result, another kit was opened and used successfully. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.